Event description:
It was reported that balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use in the left anterior descending artery. During procedure, it was noted that the balloon ruptured upon third inflation at 8 atmospheres. The procedure was completed with another of the same device. There was no patient injury.